Event description:
It was reported that vessel dissection and bleeding occurred. The patient had known thrombocytopenia prior to the procedure. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) and fluoroscopy imaging were utilized during the procedure. Right femoral vein access was obtained, and a guidewire was introduced without resistance. When the watchman trusteer access system (was) was advanced, resistance was encountered. Fluoroscopy demonstrated mild venous tortuosity, and the implanting physician elected to exchange for a stiff wire and a 30cm 18fr introducer and then the was advanced without resistance. A 24mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted after meeting release criteria. At the time of removing the was and the 18fr introducer, the patient became hypotensive and required hemodynamic support (intravenous vasopressor medication and sodium chloride fluid bolus) and also blood and platelets administration. An angiogram was performed and revealed a femoral vein dissection with active internal bleeding. An angioplasty balloon was used to control bleeding, followed by implantation of a femoral stent to treat the injury. Blood pressure stabilized, and the patient was transferred to the intensive care unit (ICU) for continued monitoring. The patient remains hospitalized and has had good recovery post event.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that vessel dissection and bleeding occurred. The patient had known thrombocytopenia prior to the procedure. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) and fluoroscopy imaging were utilized during the procedure. Right femoral vein access was obtained, and a guidewire was introduced without resistance. When the watchman trusteer access system (was) was advanced, resistance was encountered. Fluoroscopy demonstrated mild venous tortuosity, and the implanting physician elected to exchange for a stiff wire and a 30cm 18fr introducer and then the was advanced without resistance. A 24mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted after meeting release criteria. At the time of removing the was and the 18fr introducer, the patient became hypotensive and required hemodynamic support (intravenous vasopressor medication and sodium chloride fluid bolus) and also blood and platelets administration. An angiogram was performed and revealed a femoral vein dissection with active internal bleeding. An angioplasty balloon was used to control bleeding, followed by implantation of a femoral stent to treat the injury. Blood pressure stabilized, and the patient was transferred to the intensive care unit (ICU) for continued monitoring. The patient remains hospitalized and has had good recovery post event. It was further reported the patient was discharged twelve (12) days post index procedure, with no additional adverse event.